Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on 26, july. Blood glucose reading was unknown. The insulin pump had a loose retainer ring. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin pump will be returned for analysis.